Manufacturer narrative:
The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the 8015 device was turning off by itself after being on for several minutes.

Manufacturer narrative:
The customer¿s reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the 8015 device was turning off by itself after being on for several minutes.